Manufacturer narrative:
Correction - the initial report was reported as malfunction by mistake.

Event description:
Additional information received states that the lv lead was dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for routine follow-up, the lv was intermittently capturing at high output. The lv lead was explanted and replaced. The patient condition was stable.